Event description:
The following has been reported: "no information on screen. Display screen broken. Replaced display screen. Also discovered the wi-fi wasn't connecting and drug library out of date. Followed fk procedure not change. Took wi-fi board out cleaned connections and reseeded. Issue resolved. Pump function test and returned to service - 24.85ml @250ml/hr for 6mins." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.